Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The three additional proglide devices referenced are being filed under separate manufacturer report numbers.

Event description:
It was reported that suture placement in a moderately calcified left common femoral artery was attempted with four proglide devices using the pre-close technique via a 6f sheath prior to an impella interventional procedure. Reportedly, there was no suture present when the needle plunger was removed after deployment of all four proglides. The impella procedure was completed. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.